Manufacturer narrative:
No calibration and qc issues were reported. Service was not dispatched for this event. A root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to discrepant duplicate glucose (glucm) results generated by unicel dxc 600 pro synchron clinical system for numerous samples. The erroneous results were not reported out of the laboratory as the results were confirmed prior to releasing out of the laboratory. There was no effect to patient or user.